Manufacturer narrative:
Device evaluation of monitor has been completed. During evaluation, the rear response switch was found to have contamination. The cause of the inability to activate the monitor is the contaminated switch. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.